Event description:
It was reported that during a colectomy procedure, the doctor placed the stapler across the bowel and fired the stapler; but no staples came out. The doctor already cut tissue sop bowel was still open because stapler did not fire. This may be risk for infection. This caused a delay to the case. Had to wait on stapler and take more of patient tissue. No excessive blood loss noted. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.